Manufacturer narrative:
Code 86: evaluation of event based on mfg and qc procedures and history of device related to this event. Code 200: the evaluation of the returned product cannot confirm the complaint as reported. One plug was returned, two empty cartridges and one mostly dissolved plug. The complaint states that the plug came out with the sheath when the sheath was removed. A kit #2 sheath is insufficiently long for two plugs and if this is the second plug, it is not only possible but indeed likely that it would have come out with the sheath, since most of its length would still have been inside the sheath. For this reason, the IFU states that the second plug is not to be used for this size kit. Since only one plug was returned and both cartridges had been ejected, it is presumed that the first plug was deployed. The compliant states that the plug was subjected to soaking in saline and blood and failed to "react". The plug has substantially dissolved, which is not visible to the causal observer and requires specific procedure to quantify. The returned plug appears to have functioned correctly.